Event description:
Information was received indicating that the medfusion 4000 pump was initially reported to have displayed a primary audible alarm. Upon inspection from a smiths medical technician, the error was not confirmed. There were no adverse events reported.